Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: analysis was able to confirm the reason for return, the touch screen was out of specification and the touch screen assembly was therefore replaced and calibrated to resolve. Additionally, software was installed and the device cleaned and it then passed its electrical safety test as well as all final functional and systems tests.

Event description:
It was reported that the programmer's touch screen was out of specification and that attempts to calibrate it did not resolve the situation. The programmer was returned for service. No patient complications have been reported as a result of this event.